Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a syringe 3ml ll 200 s/c leaked during use. The following was reported by the initial reporter: "it was reported syringe leaked. Verbatim: "attached please find the spreadsheet which contains detailed complaint information data for bd syringe/needles. This report represents all available product information. No additional information is available. Please acknowledge via email receipt of this report at your earliest convenience. One acknowledgement letter outlining the various complaints is sufficient. No closure letter is required for complaints where we are not returning samples for analysis. Caller reported that when they inserted the needle into the cartridge and went to fill cartridge, insulin came out of syringe body near connection to needle instead of going into the cartridge number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn (B)(4). Product lot # - 0079121. Did issue cause any injury? - no. Is product available for return to bd? ¿ no, syringe unavailable for return resolution ¿ caller successfully filled a cartridge with insulin. No further tandem follow up is required."